Event description:
Customer reportedly received results of 374 mg/dl and 199 mg/dl within 10 minutes on the aviva system. No action was taken based on device results. High blood glucose symptoms reported with these results. No adverse event reported. No quality controls used. Requested return of suspect devxice and replacement was sent.